Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection of the transfer set which resulted in peritonitis. The peritonitis was manifested by abdominal pain. The patient was not connected to the device. The patient reported they were setting up for pd therapy when they stepped on the transfer set (on the floor). The patient contacted the pd nurse and was instructed not to reconnect the set. The patient cleaned ¿both lines¿ with an unspecified cleaning solution and reconnected the transfer set. The cause of the disconnection was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with oral cipro (1000mg for two days). The day after event onset, the patient was treated with intraperitoneal (ip) vancomycin (1000mg once every three days for 21 days) and ip gentamicin (80 mg daily for 21 days). Pd therapy was ongoing. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.